Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to press the act button two or three time and insulin pump had no delivery when changing the reservoir. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that backlight sometimes did not come on. The insulin pump will not be returned for analysis.